Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of screwdriver broke of within the recess of a 2.7 variable angle locking screw during use with the torque limiter. There was no delay in the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (stardrive screwdriver shaft, part number 314.467). The tip of the subject device was received in a twisted, but not apparently broken condition. The part was manufactured to the required specifications and met all requirements at the time of manufacturing. The part evaluation confirmed that affected dimensions are within specification. Based on the unknown root cause, the complaint condition is confirmed, though not likely due to a manufacturing cause. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history records for part number 314.467, lot 7575343, showed no non-conformances generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.